Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that there were large air gaps in the patient line of an integrated apd set with cassette. The home patient (hp) stated that there was no system error 2240 (air in line) alarm. The technical service representative (tsr) assisted the hp in ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event, though the hp had to miss at least one night of therapy due to limited supplies. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.